Event description:
Patient reports they were injected to unspecified site with juvederm voluma with lidocaine approximately 14 months ago. Patient developed 'swelling and really intense pain" on top of the right side cheek as well as a "burning sensation." Pressure on their face", and a 'strange lump" on the right side of the face. The pain decreased after 4 months, however, the other symptoms have lasted the 14 months since injection. After 14 months patient was treated with prednisone which improved symptoms until they stopped the treatment and symptoms resumed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain, burning sensation, pressure, and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.